Manufacturer narrative:
One cardiomems patient electronic system and power accessories were received for evaluation. Visual inspection revealed that the supplied power supply cord was frayed, with exposed wires. No other physical damage on the unit was noted, including no damage on the unit's power extension cable. As received, the unit could not safely be turned on due to the frayed power supply cord. A test-standard power cord was connected to the unit's power extension cable and the unit powered on successfully with no additional interruptions of power or other power aberrations noted. The root cause of the reported event was due to a frayed power supply cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient electronic unit was sparking from the extension cable at the back of the pillow. The unit is being replaced.